Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. The customer was declined troubleshooting for bent cannula. Customer received insulin flow block alarm. Customer stated the insulin exited. It was unknown that customer was using auto mode or not. The device will not be returned for analysis.